Manufacturer narrative:
In the returned state, the lead was torn into two pieces and severely stretched in its length. A part of the lead body was missing between the returned fragments. The submitted fragments were thoroughly analyzed. The analysis showed multiple signs of abrasion along the lead fragments. In particular at the distal fragment, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause of the multiple inadequate shock deliveries mentioned in the complaint..the position and characteristics of the fraying lead to the assumption of severe mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movements should be considered as cause. The further analysis showed severe explantation damage at the lead. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted after an estimated implantation time of 45 months due to inappropriate shock deliveries. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.